Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed with product return. Visual inspection identified that the screw is bent. The rubber o-ring was not returned. Wear and tear consistent with use over a potential field age of approximately 2 years 7 months were reported. It could not be determined if the o-ring was used along with the device. Review of the device history records and receiving inspection report identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a lateral a-frame broke. Attempts have been made and additional information on the reported event is unavailable at this time.